Manufacturer narrative:
Physio-control further evaluated the removed hard paddles assembly. Proper operation was confirmed during functional and performance testing. The reported issue could not be duplicated. From the downloaded device key log data it was observed that the device user was pressing the device's front panel shock button while using hard paddles with the device. When using hard paddles, the front panel shock button is disabled and the device user must press both shock buttons on the hard paddles to deliver a defibrillation shock. The key log data also indicated that the device user pressed the energy up button, which removed both the first and second defibrillator charge.  The cause of the reported issue was due to use error; the user pressed the front panel shock button while using hard paddles, instead of the shock buttons on the hard paddles.

Manufacturer narrative:
The device was eventually returned to physio-control. Physio evaluated the device and verified the reported issue. Physio will replace the standard hard paddles assembly. As soon as proper device operation has been observed through functional and performance testing, the device will be returned to the customer.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device but could not reproduce the reported issue. Physio observed from the downloaded electronic patient record that the users had dumped the charged defibrillation energy. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A distributor contacted physio-control to report that the device from one of their customers did not administer a defibrillation shock to the patient. The device was used with a hard paddles assembly, but when the crew pushed the shock button on the hard paddles, no shock was delivered. A back-up was available but reportedly not used. The customer did not provide any patient details or information on the patient outcome.